Event description:
A pt reported blood glucose results of "134 mg/dl and 192 mg/dl" with a lifescan meter, performed withint 10 minutes of each other. The customer care rep walked the pt through two blood glucose tests and obtained results of 182 mg/dl and 182 mg/dl with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.